Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels reached 580 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include high blood sugar levels and vomiting with the inability to keep down fluids. The patient was treated with intravenous fluids and insulin. The patient¿s mother reported that the cannula appeared to be kinked when the pod was removed. The patient was discharged the following day on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone13.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.